Event description:
Mom calling about box of one touch ultra strips. The strips are not testing correctly. Mom tried control solution that is not testing correct on the strips. Diagnosis or reason for use: diabetes. Dose, frequency & route used: test 8 times daily. Dates of use: 2007 to 2008. Event reappeared after reintroduction: yes.